Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump will not power up properly. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with cracked housing. The investigation found no issues with the reported issue of the device "not powering up properly." An issue with the downstream occlusion sensor was found during the investigation. The upstream sensor was recalibrated and the downstream occlusion sensor was replaced. Based on the investigation, the reported complaint was not confirmed.